Event description:
It was reported via facility medwatch #(B)(4) that post a stenting treatment procedure, stent thrombosis occurred. The patient was admitted as an outpatient referral for an abnormal stress test and an angiogram revealed 90% stenosis in the ostial left main (lm). A 3.0x8mm apex balloon was used for predilation followed by a 3.0x12mm non bsc balloon. A 3.0x12mm taxus liberte stent was then deployed in the lesion with 10% residual stenosis. The patient was put on asa, angiomax and plavix and was discharged home. An undetermined time later, the patient presented to the emergency room with a myocardial infarction. An angiogram revealed a 50% "hazy" stenosis at the proximal edge of the previously implanted 3.0x12m taxus liberte stent, suggestive of thrombus. The lesion was dilated with a 3.5x8mm non bsc balloon with two dilations at 12atms for 45 seconds. Repeat angiogram revealed less than 20% residual stenosis. It was noted that the patient admitted non-compliance with plavix. The patient was discharged on asa and plavix and was counseled on the importance of medical compliance. No additional patient complications were reported.

Manufacturer narrative:
Date of implant: 2010.device is a combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)